Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software product ID hh9020tdd lot# serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external equipment. The patient reported that when they first got the pump put in on october 10th, the equipment would connect immediately to the pump, but in the first couple weeks, it started taking about 2 minutes for the bolus to go through. Patient stated then within the first couple of weeks, it went from 2 minutes to 4 minutes and had been increasing ever since. Patient stated the time it takes to connect seems to be increasing by 2 minutes every month, and now at around 5 months, now it is taking around 9-10 minutes. Patient stated the connection gets to '90% in a second and then it sits there.' Patient mentioned they had their pump refilled on wednesday and the doctor did not know anything about it or how to fix it. While on call, patient stated they wished they could use the 8835 ptm instead because the handset/communicator was 'gigantic,' and bulky and they could not clip it to their belt like they used to with the 8835. Patient stated the 8835 was so much faster and easier to use, but now they had to worry about charging the equipment and figuring out how to carry it around. Agent assisted the patient in clearing the app data. Prior to data clear, patient's data was 36 mb, and mentioned total was 67 mb. Patient would monitor and call back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software, product ID: hh9020tdd, lot# serial#: (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.